Event description:
Rptr fractured their left tibia and left ankle on 12/25/94. On 12/26/94 rptr underwent surgery to fix the fracture. Rptr received one tibial rod and 5 screws. The screw that is part of the rod and screw set broke in half between the 6/95 x-ray and the 10/95 x-ray. On 1/6/97 dr explanted 3 screws. Dr said rptr has to live with the rod and y2 of an embedded screw because the explant surgery is very serious and high risk.